Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Tower C5W1 door failed to stay closed. The door was locked and would not open, even after attempting to recover the storage space and trying to unjam the door by pulling, pushing, and holding it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-FEB-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed to stay closed and was locked. A field service engineer (FSE) cleaned all electrical connectors within the cabinet. The FSE applied conductive grease to all microswitch connectors, tightened and secured all wiring harnesses, and verified that the connections were properly maintained to ensure reliable system operation. The system functioned as intended after the field service engineer repaired the device.